Manufacturer narrative:
Hospital is not releasing.

Event description:
Allegedly, during a turbt procedure three electrodes were used and shorted, at the same time two resectoscope sheaths with ceramic beak were fractured during the procedure and broke into pieces. Doctor retrieved the broken pieces, replaced the instrument and complete the procedure. The hospital reported there was no injury to the patient.